Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model epk-i5500c is available in the USA with a 510k number k190805. Evaluation summary- it was caused the software error. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred at the time of before use. There was no report of patient harm. Entry of patient data not possible. Error message: an error occurred during initialization of patient database, and additional system error 002-0006(patient_database_error).